Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the second inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed using normal method without issue and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that angiography indicated slight uneven calcification at the lesion part and this might have contributed to the issue during the initial inflation and could have led to balloon rupture.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was advanced for dilation. During the second inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed using normal method without issue and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.